Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an ansm declaration which reported the following information: a healthcare provider reported on behalf of the customer who received low readings on adc freestyle libre sensor compared to readings obtained on the hcp meter. Sensor reading of 100 mg/dl on (B)(6) 2021 was obtained compared to capillary reading 227 mg/dl respectively obtained on the hcp meter. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of any serious injury, self or third party treatment or loss of consciousness/seizure. There was no report of death or permanent injury associated with this event. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event